Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a colonoscopy performed on (B)(6) 2018. According to the complainant, during the procedure, all of the images turned black when angulating the scope. The patient's anatomy was not visible when the images turned black. A second fuse 1c colonoscope was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code 1304 captures the reportable issue of center image lost. Block h10: a fuse 1c colonoscope was returned for analysis. A functional evaluation was performed and the reported image issue was confirmed when angulating the distal tip due to an internal wiring failure of the charged couple device (ccd) at the distal tip. The reported issue was confirmed. It was not known what caused the internal wiring failure of the ccd. Therefore, the assigned investigation conclusion code for this complaint is designated as cause traced to component failure. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/27/2018 01:29 pm CT. The report number is being corrected from: 3005099803-2018-62280 to: 3005099803-2018-60404.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a colonoscopy performed on (B)(6) 2018. According to the complainant, during the procedure, all of the images turned black when angulating the scope. The patient's anatomy was not visible when the images turned black. A second fuse 1c colonoscope was used to complete the procedure. There were no patient complications reported as a result of this event.